Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. A complete lead was returned in one piece with the helix fully extended and clogged with dried blood. Visual and x-ray were normal with no anomalies found. The cause of the reported event was isolated to the helix being clogged with dried blood.

Event description:
It was reported, the patient presented for implant procedure. During surgery, the atrial lead could not be placed in the atrium, possibly due to a helix issue. The procedure was completed with a different lead. The patient was in stable condition.